Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer reported that their device lost power following the delivery of a defibrillation shock during a patient event. At the time of the loss of power, the customer noted that the display had gone blank and the green led next to the shock button remained lit. This behavior is indicative of a device lock-up condition. The customer reported that their device was connected to the patient via a quik-combo therapy cable and defibrillation therapy electrodes. Medical personnel were in the process of providing pacing therapy to the patient when the patient¿s heart rhythm went into asystole. Medical personnel then charged the device in order to provide defibrillation energy, and once the shock was successfully delivered the device locked-up. Medical personnel attempted to troubleshoot the device but were unsuccessful. The customer indicated that they were able to obtain and utilize a backup device to continue patient care. The delay in obtaining the backup device, and thereby providing care to the patient, was not reported. The patient did not survive the reported event.

Manufacturer narrative:
(B)(4). The third party service agent has evaluated the device and has been unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. Physio has evaluated the electronic patient records from the device and has verified that the reported issue occurred. Physio-control has recommended replacement of the batteries due to their age, which appeared to be approximately 3 years old. Physio-control has performed a clinical review of the reported event and determined that the use of the device may have contributed to the death of the patient. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device lost power following the delivery of a defibrillation shock. The customer reported that their device was connected to the patient via the defibrillation therapy electrodes. The customer was in the process of providing pacing therapy to the patient when the patient went into an asystole rhythm. The customer then charged the defibrillation energy and once the defibrillation shock was successfully delivered, the device appeared to lose power.   The customer indicated that once their device lost power, they were able to utilize a backup device and continue patient care. The customer did not report the delay in care from the reported loss of power. The patient did not survive the reported event.

Manufacturer narrative:
The customer reported that during a patient event, their device lost power following the delivery of a defibrillation shock. The customer reported that their device was connected to the patient via the defibrillation therapy electrodes.  The customer was in the process of providing pacing therapy to the patient when the patient went into an asystole rhythm.  The customer then charged the defibrillation energy and once the defibrillation shock was successfully delivered, the device appeared to lose power.   The customer indicated that once their device lost power, they were able to utilize a backup device and continue patient care.  The customer did not report the delay in care from the reported loss of power.   The patient did not survive the reported event. The customer reported that their device lost power following the delivery of a defibrillation shock during a patient event.  At the time of the loss of power, the customer noted that the display had gone blank and the green led next to the shock button remained lit.  This behavior is indicative of a device lock-up condition. The customer reported that their device was connected to the patient via a quik-combo therapy cable and defibrillation therapy electrodes.  Medical personnel were in the process of providing pacing therapy to the patient when the patient¿s heart rhythm went into asystole.  Medical personnel then charged the device in order to provide defibrillation energy, and once the shock was successfully delivered the device locked-up.  Medical personnel attempted to troubleshoot the device but were unsuccessful.  The customer indicated that they were able to obtain and utilize a backup device to continue patient care.  The delay in obtaining the backup device, and thereby providing care to the patient, was not reported. (B)(4). The third party service agent has evaluated the device and has been unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. Physio has evaluated the electronic patient records from the device and has verified that the reported issue occurred.  Physio-control has recommended replacement of the batteries due to their age, which appeared to be approximately 3 years old. Physio-control has performed a clinical review of the reported event and determined that the use of the device may have contributed to the death of the patient. The cause of the reported issue could not be determined. (B)(4).  The third party service agent evaluated the customer's device but was unable to duplicate the reported issue.  The third party service agent downloaded the electronic records from the event and provided them to physio-control for review.  Physio-control reviewed the electronic records and verified that the reported issue occurred.  Physio-control recommended replacement of the batteries due to their age, which appeared to be approximately 3 years old. Physio-control has performed a clinical review of the reported event and determined that the use of the device may have contributed to the death of the patient.  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. New information for supplemental medwatch report:   the customer was provided with a replacement device.  The third party service agent then returned the customer's device to physio-control for evaluation. Physio-control performed long-term testing of the customer's device and verified the reported issue.  Physio observed that the device locked-up several times during numerous (hundreds) of defibrillator shock cycles; however, physio-control was not able to determine the cause of the reported issue.

Event description:
The customer reported that their device lost power following the delivery of a defibrillation shock during a patient event.  At the time of the loss of power, the customer noted that the display had gone blank and the green led next to the shock button remained lit.  This behavior is indicative of a device lock-up condition. The customer reported that their device was connected to the patient via a quik-combo therapy cable and defibrillation therapy electrodes.  Medical personnel were in the process of providing pacing therapy to the patient when the patient¿s heart rhythm went into asystole.  Medical personnel then charged the device in order to provide defibrillation energy, and once the shock was successfully delivered the device locked-up.  Medical personnel attempted to troubleshoot the device but were unsuccessful.  The customer indicated that they were able to obtain and utilize a backup device to continue patient care.  The delay in obtaining the backup device, and thereby providing care to the patient, was not reported. The patient did not survive the reported event.